Event description:
Information received with return of the explanted device notes that during a follow-up, lead impedance was >2000 ohms and capture thresholds were >7.5 v, 1 ms. During the replacement surgery, the lead was found to be fractured. The patient was recovering.